Event description:
It was reported that the water temperature was too hot in an arctic sun device. Therapy kept stopping. Per review of wo on 25jul2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Error cannot be confirmed. A water change and a complete functional test were performed, no defects were found. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The initial reporter's phone number that was provided was (B)(6). Correction: d all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was too hot in an arctic sun device. Therapy kept stopping. Per review of wo on 25jul2025, there was no patient involvement.